Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump was tested to be under infusing. With claves the accuracy reading was 1%, without claves, the accuracy reading was -12.93%, with the walkmed bag the accuracy reading was -6.09%, the mod test was -0.72%. And bench accuracy was -1.95%. There was no patient involvement.